Event description:
On an unspecified date, the consumer used the trojan magnum condoms during intercourse and the condom broke. The consumer states " they used magnum, and it broke during intercourse". The consumer also states "I now have stds. I went to the doctor and contacted a lawyer who will contact you". The action taken with trojan magnum condoms was not available. The outcome of the events broke and did not work was not available. The outcome of the event sexually transmitted infection was not available.

Manufacturer narrative:
Not avail.